Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/13/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: - could you please elaborate further on the issue reported with the product? - there are 2 products with different lot numbers (100rea and 102ee9) in the attached images, could you please confirm the alleged deficiency in each device? >> this is the complaint from the or head nurse and he told me that when he opened the package, needle defect was found. It was probably in one package. I don't know why there are 2 lot number. - were there patient consequences? If yes, please explain >> no, there weren't. - please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. >> already sent to the site. - please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager). >> or head nurse. The following information was requested: ¿ please clarify, how many needles were found damaged? ¿ what was the damage observed on each needle? ¿ was the damage observed before using on the patient or did was it noticed during use? ¿ please clarify which is the correct lot number involved (100rea or 102ee9)? ¿ please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq)

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. Investigation summary: the product received for analysis was w9506t. Visual inspection and metallurgical analysis were performed on the returned product. A failed suture needle was submitted for fractographic evaluation. The component was identified as product code w9506t. A failure was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation revealed a blunt tip. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. H6 investigation findings: c22 - photo review. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please elaborate further on the issue reported with the product? There are 2 products with different lot numbers (100rea and 102ee9) in the attached images, could you please confirm the alleged deficiency in each device? Were there patient consequences? If yes, please explain. Investigation summary. This is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photos show an open foil labeled as w9506 lot number 100rea, a paper lid with lot number 102ee9 and a needle without tip. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in (B)(6)2025. Needle malformation was reported. No adverse patient consequence was reported. Additional information was requested.